Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-1295, awareness date 07-oct-2015). It refers to na adult female consumer in united states who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2012, 7 weeks after the birth of her fifth child, for permanent birth control. Consumer reported that within 6 months she had chronic pelvic pain, anxiety issues, night sweats, 70lbs weight gain - in one year she doubled in weight, hair loss, dizzy spells and metal mouth. After a year and a half having essure placed she had an emergency hysterectomy at the age of (B)(6). Her uterus was covered in cysts, ademetroysis (as reported) and edmetroysis (as reported). Some of the symptoms stopped immediately others still lingered. Result and assessment of the product technical complaint investigation received on 24-oct-2015: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this spontaneous and non-medically confirmed case report refers to na adult female consumer who had essure (fallopian tube occlusion insert) inserted and experienced chronic pelvic pain. This event is serious due to medical importance and required intervention and listed in the reference safety information for essure. Pelvic pain may occur during essure use. In this case, within 6 months of essure use, the consumer experienced chronic pelvic pain and other non-serious events. Although, in this case, the endometriosis and adenomyosis could be alternative explanations for the chronic pain, considering the suggestive temporal relationship and event's nature, a contributory role of essure cannot be totally excluded. Since an intervention was required, this case is regarded as incident. Based on the available information, there is no relationship between the reported medical events and a quality defect. No further follow up will be actively pursued since this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up received on 06-may-2016: information received via legal claim states that plaintiff had essure implanted in (B)(6) 2012. After being implanted, she began to suffer from severe pelvic pain, numbness of extremities, severe bloating, headaches, dizziness, insomnia, vision problems, anxiety, depression, and weight gain. Plaintiff had to have a hysterectomy as a result of essure. Company causality comment this spontaneous and non-medically confirmed case report refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and experienced chronic pelvic pain. She underwent a hysterectomy. According to additional information, this case became legal. This event is serious due to medical importance and required intervention and listed in the reference safety information for essure. Pelvic pain may occur during essure use. In this case, within 6 months of essure use, the consumer experienced chronic pelvic pain and other non-serious events. Although, in this case, the endometriosis and adenomyosis could be alternative explanations for the chronic pain, considering the suggestive temporal relationship and event's nature, a contributory role of essure cannot be totally excluded. Since an intervention was required, this case is regarded as incident. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further information will be obtained through the litigation process.